Event description:
It was reported that during a surgical procedure on the spine, the bur broke inside the attachment. It was also reported that the broken piece was removed from the surgical site using a forceps. It was reported that the surgeon was using the bur to carve out while the drill was off. It was further reported that a replacement bur and attachment was used to complete the procedure. It was also reported that there was a 1 minute delay and no medical intervention was required.

Manufacturer narrative:
The bur subject to this investigation was returned to the MFR for eval, it was visually confirmed the head of the bur was broken from the shank. The returned bur was measured where possible and all critical specs were met. A potential root cause is that the bur was used as a curette when the drill was off, however, this cannot be confirmed. Lot number info has not been provided to permit further investigation. The root cause is undetermined.